Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer reported the device did not allow changes and the touchscreen were unresponsive. The device was removed from patient use, and the patient was placed on another ventilator. No harm/injury was reported during the reported incident.

Manufacturer narrative:
Per results of investigation from the carefusion failure analysis (fa) lab, the suspect avea ventilator uim (user interface module) was received and inspected. It was placed on a test stand and powered on. Upon start up the uim touch screen, display and panel buttons/leds operated normally. The uim was removed from the test stand and a visual inspection of the pcba (printed circuit board assembly) found no discrepancies. All connectors were checked and found to be fully seated. All fastening hardware was checked and none were found to be missing or loose. The uim was run overnight and the reported issue of the touch screen freezing up was unable to be duplicated.